Event description:
Revision surgery performed on (B)(6) 2016 to remove large cement piece. Implants were not replaced.

Event description:
It was reported that the patient's implant fractured and lodged above his knee. No revision surgery has been performed.

Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. No clinical supporting documents, including radiographs or revision surgery notes, were provided to conduct a thorough clinical analysis. Visual inspection of the returned patella noted discoloring cement was adhered to the bone-interfacing surface. It did not dissociate with the application of manual force. The articulation surface exhibited damage, primarily on one side. Deformation was visible on all three patellar pegs. Analysis utilizing energy-dispersive x-ray spectroscopy showed evidence of carbon, oxygen, and iron on the backside of the component, in the cement area. Deviation from a straight profile of the bone-interfacing surface confirms one edge was deformed. Deformation can occur when the stresses placed on the device exceed the yield strength of the material. This could be caused by mal-rotation of the femoral or tibial components. This is evidenced by thinning of the polyethylene at the damaged location and the bending of the pegs, indicating that medial/lateral stresses were placed on the component in vivo. It is possible that the reported loosening was caused by stresses placed on the device which exceeded those expected during normal function. Based on the investigation conducted, the exact cause of the reported loosening was not able to be determined. A review of manufacturing records did not reveal any abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed part. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).